Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. One of the conductor wires was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure was attributed the user mishandling/ misuse. An additional observation that was not reported by the site and that was related to the primary failure was identified. The instrument was found to have mechanical indentation damage to the bipolar yaw pulley. The location was near and consistent to the conductor wire's insulation damage of the instrument. The root cause of the failure was attributed to user mishandling/ misuse. A review of the site's complaint history does not show any additional complaints related to this product and /or this event. A system log review was performed, but no errors related to this event would exist in the logs. A review of the provided image was consistent with the reported scuffing on the coating of the wire. Failure analysis of the returned product was required to determine root cause. A review of the device logs for the fenestrated bipolar forceps (part # 470205-17 / lot/ serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial # (B)(4). There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the cable coating on the conductor wire of the fenestrated bipolar forceps had scuff marks. There was no report of patient involvement.